Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl. Reportedly, the customer consumed carbohydrates and glucose tablets to address their bg level. The customer alleged the pump miscalculated boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and educated the customer of bolus calculation factoring in insulin on board.